Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Reference report 3012447612-2019-00349.

Event description:
It was reported that a revision surgery was performed to address two screws that broke post-operatively. The screws were removed and replaced with alternative devices during the revision. This is report two of two for this event.

Manufacturer narrative:
Additional information: (UDI number), method, results, and conclusions - visual evaluation confirmed the reported event, the shank had fractured. Based on the incoming information and the IFU review, the cause of the screw fracture can likely be attributed to metal fatigue due to delayed healing/non fusion. A review of the DHR did not find any issues which would have contributed to this event.

Event description:
It was reported that a revision surgery was performed to address two screws that broke post-operatively. The screws were removed and replaced with alternative devices during the revision. This is report two of two for this event.